Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result in the "200's mg/dl" and 143 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.